Event description:
It was reported that a syringe 1.0ml 29ga 1/2in 7bag 420cas jp leaked during use. The following was reported by the initial reporter: "when opening a shelf carton, the customer found a fluid leaking from the hub."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-07. H6: investigation summary: customer returned one (1) used 29gx12.7mm, 1ml bd insulin syringe. Consumer reported a fluid leaking from the hub. The returned syringe was examined, and it was observed that the syringe was used and filled with a clear liquid. After expelling the liquid, the syringe was tested for flow: the syringe was not able to draw properly. Under the microscope it was observed that the syringe exhibited adhesive splatter on the barrel tip, and a lack of adhesive in the glue well; a uv light was used to confirm that this was adhesive splatter. The adhesive splatter could be the cause for the reported leakage issue. A review of the device history record was completed for batch # 0034152. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. This operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There was one (1) notification that did not pertain to the complaint. Root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in 7bag 420cas jp leaked during use. The following was reported by the initial reporter: "when opening a shelf carton, the customer found a fluid leaking from the hub."